Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged cardiac chambers. For a triclip procedure. During the first establishing final arm angle test (efaa), the clip opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 01 july 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged cardiac chambers. For a triclip procedure. During the first establishing final arm angle test(efaa), the clip opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.